Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 125 ohms. Subsequently, this lead was explanted. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned for analysis, this report will be updated upon completion of analysis.